Manufacturer narrative:
There was no explant for this complaint because it was previously reported in 6000034-2020-01616. This report is submitted on december 7, 2020.

Event description:
There was no explant for this complaint because it was previously reported in 6000034-2020-01616.

Manufacturer narrative:
This report is submitted on december 1, 2020.

Event description:
Per the clinic, the patient had a revision surgery (details and date of the revision are unknown). Further information is being sought from the clinic.